Event description:
It was reported that the balloon expandable stent detached within the sheath. Reportedly, the balloon was slightly inflated to tack the stent against the sheath wall and retracted without incident. Another balloon expandable stent was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # gfwa3745. The device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings/ precautions: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. Inspect the valeo stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system.